Manufacturer narrative:
The reported event for ineffective therapy was not confirmed. As received, the ipg would not communicate due to a depleted battery (as stated in the record, "the device has been off with depleted ipg for approximately 18 months"). After the battery was recovered, the ipg communicated, charged, and was functionally tested to manufacturing specifications using the autotester. The ipg passed autotest. Unable to determine what caused the battery to deplete.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number:1627487-2021-18505. It was reported that the patient did not charge their ipg as recommended due to receiving ineffective therapy. As a result, surgical intervention was undertaken on 8(B)(6) 2021 wherein the entire system was explanted to address the issue.